Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented for generator change. It was noted that the patient had a chronic issue of right ventricular (rv) lead extracardiac stimulation causing the patient to feel some discomfort. Therefore, the physician elected to cap and replace the rv lead on (B)(6) 2021. The patient was in stable condition.